Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device replacement procedure, high, out-of-range shock impedance measurements (>200 ohms) were noted from this right ventricular (rv) lead. Once the new device was connected to the rv lead, the shock impedance was still high, but was able to be configured to 92 ohms. The physician elected to reprogram the device to this shock configuration to avoid an rv lead replacement procedure. The device replacement procedure was completed successfully with no adverse patient consequences. At this time, the rv lead remains implanted and in-service.